Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the instrument involved with this complaint and completed the device evaluation. The instrument was found to have a broken main tube at the distal end. Surface of the main tube appeared to be chipped off. As a result of the damage, the main tube could no longer be inserted into a 5mm cannula. Main tube material approximately 0.25" x 0.03" was removed. The known common cause of the failure is mishandling/misuse. For clarification, main tube material approximately 0.25" x 0.03" was removed and not returned by the customer.

Event description:
It was reported that the maryland dissector driver was received without any reported event. Follow-up was attempted; however, the customer was unsure why the instruments were sent back. Per the customer, there were no damaged or broken items lately.